Event description:
It is alleged that the console gave an "err" message after it was plugged into the handpiece & footswitch. The pt was prepared for the case. It was reported that the case was completed successfully without any injury to the pt.